Event description:
During an atrial fibrillation procedure a farawave catheter was selected for use. A pericardial effusion with tamponade was identified. Near the end of the case, the physician had switched back to the farawave catheter and had delivered the first application when the patients blood pressure suddenly dropped. Intracardiac echocardiography (ice) revealed a pericardial effusion around the right ventricle extending slightly toward the right atrium. No effusion had been present at the start of the procedure. The effusion was confirmed on ice, and pericardiocentesis was performed. Fluid drainage continued for approximately two hours before the patient was taken to surgery due to a suspected small leak near the right atrium where fluid continued to accumulate. The patients condition was unknown at the time of reporting. The reporter noted that the physician initially suspected the tip of the farawave catheter may have contributed to the effusion, but it was unclear whether this remained their assessment after the patient was transferred to surgery.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.